Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/29/2016 that on (B)(6) 2016, the patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A voltage test was performed and it passed. The reported event of an intermittent antenna icon was not confirmed. A root cause could not be determined.